Event description:
It was reported that this right atrial (ra) lead exhibited an unknown product performance anomaly. A replacement procedure was performed, where this ra lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.